Event description:
It was reported via legal documentation that approximately 59 months after a left total knee replacement procedure, the patient underwent a revision procedure to address mechanical loosening; synovitis, osteolysis, polyethylene wear of the tibial insert and patella, loosening of the femur and patella. Revision surgery operative notes were provided. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-010-01-0250 - logic femoral ps cem left sz 5, (B)(6), 02-012-41-5040 - logic tibia trap tray cem sz 5f/4t, 02-012-44-5011 - logic tibia implant psc insert, sz 5, 11mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00306, 1038671-2025-00419. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, patellar loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.